Event description:
It was reported that pump displayed malfunction alarm labeled malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was provided instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.